Event description:
The user facility reported a 38-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was found to have left ventricle thrombus and thought to be causing the suction alarms on the impella. The physician repositioned the impella and gave IV fluids throughout the day without suction alarms resolving. The impella was removed, and a clot was found in the cannula.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the thrombus issues has been completed. The device was not returned for investigation. Data logs confirmed the failure mode & clinical narrative. Logs showed after pump started, mc spiked followed low flow that triggered auto suction response & suction alarms. Based on clinical description & data review, the root cause of low flow was most likely due to biomaterial ingestion.